Event description:
Add'l info rec'd from rptr 6/12/01: complainant sent tubing for independent laboratory analysis. Results showed that the tubing contained aspergillus penicillium (fungi). Supplier found other discolored condensation tubing and bottle sets. The firm promised correction. On 5/22/01, rptr called and indicated that the tubing/bottle sets had not been replaced by supplier, even though the chu's were filled within the past week. Complainant contacted a rep from chu MFR (mve) who told them that although the operator's manual was vague, preventative maintenance on the liberator should be done as necessary or once per year. She also told complainant that the pool of water at the base of the unit is probably a leaky valve - which should be repaired by the distributer center or caught during the yearly maintenance. Complainant indicated that the sticker on the liberator states, "last svc date: 1/13/99." Complainant's spouse is on home oxygen supplied by apria healthcare, inc. Complainant noticed black "moldy" substance in condensation tubing and collection bottle on multiple cryogenic home units that are supplied and serviced by apria. Also noticed water pooling in the space between the unit and the roller base. Both the condensation tubing/bottle, and the pooled water caused them great concern for spouse's health. Complainant believes this is an environmental health hazard. They have contacted apria several times over the last several months. So far, apria has not cleaned or replaced the condensation tubing or bottle. Complainant sent tubing for independent lab analysis. Results showed that the tubing contained aspergillus penicillium (fungi). Photos, lab results and related articles were provided by the complainant. Complainant's spouse was hospitalized within weeks of using a concentrator, also provided by apria, that was found to have dead caterpillars in the filter. This complaint was filed. According to distributor, liquid oxygen delivery units do not require preventative maintenance. Instead, the chus are functionally checked before and after each fill. May wish to pursue whether pm is necessary - especially with regards to condensation tubing and collection bottles.

Event description:
Pt has had copd since 1997, and is on a continuous flow of oxygen. Pt went to the dr for a "transtrachsystem" scoop 1 which delivers oxygen directly into the lungs. Pt was doing much better, and then on june 7, a new oxygen concentrator (invacare 5) with a humidifier bottle was delivered by apria. Apparently, apria uses a contract courier to deliver medical equipment when they are too busy. The courier utilizes an open bed pickup truck, and the concentrator was unprotected, i.e., not covered or protected when it was delivered. The truck driver connected the concentrator and the humidifier bottle together. After being on the new concentrator for a short time, pt's condition started to worsen. After being rushed to the hosp, pt was diagnosed with an infiltrate in right lung. Rptr went back to the concentrator and observed the numerous black particles floating on the surface of the humidifier bottle. Also noted that the stem coming from the concentrator into the upper part of the bottle had a brownish material around the opening. Removed the contaminated humidifier bottle and the stem and took it to the health dept. The water tested positive for coliforms which were too numerous to count, and heterotrophic bacteria. Examination of the stem found it contained 6 caterpillars. Rptr has requested the maintenance logs for the concentrator from apria, but has not received anything from the firm. Since 1997, their oxygen concentrator has only received a periodic general filter check, nothing else. Rptr also received no instructions on the proper operations of an oxygen concentrator.

Event description:
Add'l info rec'd from rptr 6/12/01: supplier found other discolored condensation tubing and bottle sets. The firm promised correction. On 5/22/01 rptr called and indicated that the tubing/bottle sets had not been replaced by supplier, even though the chu's were filled within the past week. Complainant contacted a rep from chu MFR (mve) who told them that although the operator's manual was vague, rreventative maintenance on the liberator should be done as necessary or once per year. She also told complainant that the pool of water at the base of the unit is probably a leaky valve - which should be repaired by the distributor center or caught during the yearly maintenance. Complainant indicated that the sticker on the liberator states, "last svc date: 1/13/99."